Event description:
Literature was reviewed regarding device-related complications in transvenous implantable cardioverter defibrillators (tv-ICD). The data was compared to subcutaneous implantable cardioverter defibrillators (s-ICD). The authors described patient deaths in the tv-ICD group; the causes of death were cardiac arrest, cardiogenic shock, or unexplained sudden death, end-stage heart failure, vascular disease which included stroke, infection, sepsis, and other unknown cardiovascular and non-cardiovascular reasons. There were patients who experienced major complications which required invasive intervention; they included infection, an unknown bleeding event, pneumothorax, perforation, tamponade, hemothorax, and pain or discomfort. Invasive interventions included drain insertion, pocket exploration, extractions with or without replacement, and repositioning. There were devices which exhibited premature battery depletion, unknown malfunctions, lead dislodgments, unknown lead dysfunctions, sensing issues, and lead fractures and they were explanted and replaced or revised. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/64 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: device-related complications in transvenous versus subcutaneous defibrillator therapy during long-term follow-up: the praetorian-xl trial. Circulation. 2025. 152:172¿182. Doi: 10.1161/circulationaha.125.074576 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.